Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that a pump revision was done in february. It was later reported that the pump had flipped. The pump sutures were cut or torn through. The pump was repositioned/secured. The device system was delivering dilaudid.